Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Removed mrs 8mm x 102mm cemented stem due to loosening.

Event description:
Removed mrs 8mm x 102mm cemented stem due to loosening.

Manufacturer narrative:
Device history review indicates there were no reported discrepancies for the referenced lot. Complaint history review indicates there were no other events for the reported lot. The exact cause of the event could not be determined because pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The event was not confirmed.